Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported a 3.0 x 28 mm vision stent was placed in the target vessel without pre-dilatation. The balloon of the vision was inflated up to the rated burst pressure (rbp) of 16 atm and the balloon ruptured on the distal end. The vision stent was placed correctly, but after removing the balloon, a dissection was noticed distal to the stent. Therefore, two 3.0 x 23 mm vision stents were placed in the distal area to treat the dissection. The result was without normal good blood flow and medication was administered; however, six hours after the procedure, the pt expired. The electrocardiography (ECG) was normal and there was no increase of troponin. No additional event or pt info is available.

Manufacturer narrative:
Ischemia and death are listed in the IFU, as potential adverse events associated with coronary stenting, and addressed in risk assessment as no-fault, post-procedure complications and not necessarily an indication of a product quality deficiency. Additionally, there was no report of any product malfunction during the procedure that could have contributed to the pt effects. Although this is no indication of a product quality deficiency, a definitive cause for the pt effects and the relationship to the product, if any, cannot be determined. The other 3.0 x 23 mm vision stent mentioned, is being reported under this same MFR #. The 3.0 x 28 mm vision stent is being reported under MFR # 2024168-2009-01554.